Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was in critical override mode with drawers 6.1 and 6.2 failed and the station offline with no hardware test application (hta) access. A field service engineer (fse) pulled the station from the wall, replaced the network cable, and system settings were corrected by disabling windows firewall, bluetooth, and wi fi, restoring network connectivity. The issue persisted. Drawer testing in hta showed drawer 6.1 auxiliary not recognized, the fse replaced the drawer controller, retractor band, and a damaged pyxis bus cable. All drawers were aligned and verified functional. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers failed and displayed the error message "device not detected on bus." The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.